Manufacturer narrative:
This case with very limited information was received via lawyer and refers to a social media post. It was reported the occurrence of one death in a female patient and also a perforation ('tons of perforation') in an unknown number of female patients who had essure inserted. Other product or product use issues identified: device ineffective "tons of pregnancy". Detailments about essure insertion date, event onset date of events, cause of death and information regarding the exact location of perforation were not provided. Other relevant information regarding patient's concurrent conditions, medications and past medical history were not provided. Other non-serious reported events include pregnancy with contraceptive device ("tons of pregnancy") and adhesion ("organ fusing together"). The reporter considered adhesion, death, perforation and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of ptc this case with very limited information was received via lawyer and refers to a social media post. It was reported the occurrence of one death. Detailments of dates and cause of death was not reported; nor were given details of essure use (such as details of insertion procedure, dates or any associated conditions); patient¿s concurrent conditions; concomitant medications or past medical history. Thus, due to the lack of comprehensive and relevant information, company currently considers the causality between essure use and the reported death as not assessable. Other serious injury reported included perforation ("tons of perforation"), for which detailments of each individual patient were not provided, nevertheless causality cannot be excluded. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case with very limited information was received via lawyer and refers to a social media post. It was reported the occurrence of one death in a female patient and also a perforation ('tons of perforation') in an unknown number of female patients who had essure inserted. Details about essure insertion date, event onset date of events, cause of death and information regarding the exact location of perforation were not provided. Other relevant information regarding patient's concurrent conditions, medications and past medical history were not provided. Other non-serious reported events include pregnancy with contraceptive device ("tons of pregnancy") and adhesion ("organ fusing together"). The reporter considered adhesion, death, perforation and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: ptc result tab updated. This case with very limited information was received via lawyer and refers to a social media post. It was reported the occurrence of one death. Details of dates and cause of death was not reported; nor were given details of essure use (such as details of insertion procedure, dates or any associated conditions); patient¿s concurrent conditions; concomitant medications or past medical history. Thus, due to the lack of comprehensive and relevant information, company currently considers the causality between essure use and the reported death as not assessable. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.